Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, after a tka surgery had been performed approximately 8.5 years ago, the patient experienced a breakage of the post of a lgn ps high flex xlpe sz 7-8 9mm when getting into a fork lift. This adverse event was solved by revision surgery on (B)(6) 2022. Current health status of patient in unknown.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed a fracture along the post. A lab analysis performed on the device revealed that the articulating and non-articulating surfaces of the insert are worn with some discoloration. The post was fractured at the base of the insert and exhibited signs of wear and deformation. There were no observations of material or manufacturing deviations in the course of this investigation. The clinical/medical investigation concluded that, the requested clinical documentation has not been provided; therefore, no definitive clinical factors could be concluded to have contributed to the reported event. The current patient status is unknown. The patient impact beyond the reported post breakage and revision could not be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Actors that could contribute to the reported event include traumatic injury or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.